Event description:
It was reported that the device did a polarity switch post implant. It was further reported that on fluoroscopy a gap could be seen between the connector pin and the end of the device's connector block. Reinserting the pin into the block did not eliminate the gap. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Set screw was lodged.